Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of claudication is a known observed and potential patient effect as listed in the omnilink elite instructions for use. A review of the lot history record and complaint history of the reported product could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported by a patient that since having her omnilink stent implanted in her superficial femoral artery on (B)(6) 2016 for treatment of a 80-90% lesion she is having the same pain (constant ache) as she was having before placement of the stent and is having difficulty walking and sometimes has to crawl to get around. She has seen a new physician who performed an ultrasound and was unable to visualize the stent in the anatomy. Her new physician is in contact with her old physician in an attempt to gather the patients medical and procedure records. The patient could not recall a lot of details regarding her stent placement or her medical history. No treatment has been performed. No additional information was provided.